Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator while on a patient ventilation became unstable. The event log showed "vent inop, turbine out of control, flow parameter (400) and motor fault". The customer confirmed that there was no injury or harm to the patient.